Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the pruritus cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 64-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of the patient´s medical records, received by novocure on (B)(6) 2024, it was noted during an oncology follow-up visit on (B)(6) 2024, the patient developed pruritus on the scalp. The patient was prescribed hydroxyzine to manage the pruritus and seen by dermatology. On (B)(6) 2024, optune gio therapy was discontinued following the recommendation of the healthcare provider. Attempts to contact the prescribing physician for additional information were made, but no response was received.